Event description:
An epidural catheter was inserted at 0930 on 3/16/97 for vaginal delivery (term pregnancy). When the catheter was removed at 1210, the tip was observed to be missing. There is no plan to remove the catheter fragment from the pt.